Event description:
The complainant alleged that while attempting to defibrillate a pt, age and gender unknown, the device was charged twice to 200 joules and would not discharge. The complaint was able to obtain another defibrillator. The pt subsequently expired.